Event description:
A pulsar-18 peripheral stent system was selected for treatment of a moderately calcified lesion (stenosis degree: 70 percent) in a moderately tortuous mid sfa. After the pre-dilatation, the pulsar-18 was delivered to the lesion, but could not be released. The handle was unpacked, and the stent was released, but the stent could not cover the whole lesion and the distal stent shape was not good. An additional pulsar-18 was used to cover the whole lesion.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# (B)(4). The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, one photograph taken from the angiogram was reviewed. The device was returned completely disassembled with several parts of the handle assembly missing. Both the outer and inner shaft are strongly kinked about 107 mm proximal to the distal end of the device. The distal end of the outer shaft is located 2 mm proximal to the device tip. However, in order to fully release the stent, the outer shaft must have been retracted once beyond the distal radiopaque marker. The proximal stent stopper and the proximal end of the inner shaft show signs of compression. The metal tubing at the knife holder is mildly bent. In general, the findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. The photograph provided shows a deformed stent in the sfa. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity along the stent length is suggestive of both focal stent elongation and compression. However, the quality of the photograph is rather poor. Review of the production documentation verified that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined. Please note that the pulsar-18 IFU advises the user to only open the handle in case the trigger release mechanism fails with partial release of the stent. The IFU further advises the user to select the appropriate stent size based on the diameter of the artery adjacent to the lesion according to the stent size selection table.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, one photograph taken from the angiogram was reviewed. The device was returned completely disassembled with several parts of the handle assembly missing. Both the outer and inner shaft are strongly kinked about 107 mm proximal to the distal end of the device. The distal end of the outer shaft is located 2 mm proximal to the device tip. However, in order to fully release the stent, the outer shaft must have been retracted once beyond the distal radiopaque marker. The proximal stent stopper and the proximal end of the inner shaft show signs of compression. The metal tubing at the knife holder is mildly bent. In general, the findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. The photograph provided shows a deformed stent in the sfa. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity along the stent length is suggestive of both focal stent elongation and compression. However, the quality of the photograph is rather poor. Review of the production documentation verified that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined. Please note that the pulsar-18 IFU advises the user to only open the handle in case the trigger release mechanism fails with partial release of the stent. The IFU further advises the user to select the appropriate stent size based on the diameter of the artery adjacent to the lesion according to the stent size selection table.